Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 898935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), coital bleeding ("postcoital bleeding"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("bilateral paratubal cysts") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingoophorectomy cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, endometrial ablation, dyspareunia, coital bleeding, adenomyosis and adnexa uteri cyst outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, coital bleeding, dyspareunia, endometrial ablation and pelvic pain to be related to essure. The reporter commented: trailing coils: left 2, right 3. Lot number: 898935, expiration date: (B)(6) 2014 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, endometrial ablation, dyspareunia, coital bleeding, adenomyosis and adnexa uteri cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received. Reporter information added. Event medical device removal updated to event pelvic pain. New event added; endometrial ablation, dyspareunia, coital bleeding, paratubal cyst, adenomyosis. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 898935) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal removal of uterus with removal of tubes and/or ovaries scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: trailing coils: left 2, right 3. Lot number: 898935, expiration date: ??-sep-2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation for ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure (batch no. 898935) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), coital bleeding ("postcoital bleeding"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("bilateral paratubal cysts") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingoophorectomy cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, endometrial ablation, dyspareunia, coital bleeding, adenomyosis and adnexa uteri cyst outcome was unknown. The reporter considered adenomyosis, adnexa uteri cyst, coital bleeding, dyspareunia, endometrial ablation and pelvic pain to be related to essure. The reporter commented: trailing coils: left 2, right 3 discrepancy noted on essure insertion date- (B)(6) 2013. Lot number: 898935 and expiration date: (B)(6) 2014. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, endometrial ablation, dyspareunia, coital bleeding, adenomyosis and adnexa uteri cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter was added.reporter causality comment was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 898935) inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (abdominal removal of uterus with removal of tubes and/or ovaries). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: trailing coils: left 2, right 3. Lot number: 898935, expiration date: ??-sep-2014. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.